Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5153335.

Event description:
It was reported via voluntary medwatch that the low voltage lead was explanted due to an unspecified infection developed on the patient. Further information was not provided.